Event description:
The customer reported that there was no sound coming from the speaker the device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
No functional testing was performed, the device will not be evaluated by the philips authorized repair facility. Based on the information available the cause of the reported problem was a defective speaker. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device was not returned for evaluation and the customer was sent a replacement device.